Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who said their front tooth is too high and their bite does not align correctly. Requested photo for intrusion and bite video to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.